Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. Tac attempted to gather more information concerning this event, but the customer was pressed for time, and declined to provide further information. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was flickering whenever the image got close to the surface. According to the initial reporter, the light source lamp had 500+ hours on it. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the main lamp blinking could not be identified. However, it¿s likely the cause is related to a dead lamp (maj-1817). Olympus will continue to monitor field performance for this device.